Event description:
It was reported that the patient was experiencing group impedances of greater than 2000 ohms during a battery replacement. The patient did not report any symptoms.

Manufacturer narrative:
.